Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis (fa) team. Fa confirmed and replicated the reported issue. During the visual inspection, the instrument was found to have a broken distal clevis on one side of the ears of the clevis. The broken piece was not returned with the instrument. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a piece of plastic from the tip of the permanent cautery hook came off. Customer was able to retrieve the fragment and replaced the instrument to complete the procedure as planned. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer informed they were dissecting out the uterus when the fragment fell into patient. The fragment was retrieved through the air seal with a grasper in the pelvic cavity. All fragments were retrieved, and no additional procedure was required to remove the fragments. Customer was not sure if post operative test were done. There were no complications during surgery to the patient and it is unknown if customer returned to the hospital with complications.